Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP and mechanical ventilator devices. The manufacturer received information alleging seeing particle in the device and headache. There was no report of patient serious harm or injury. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously received information alleging visualisation of particles in tubing/chamber and headache related to CPAP device's sound abatement foam. There was no report of patient harm or injury the device was returned to the manufacturer's product investigation laboratory for further investigation. The device was evaluated. There was mention of dirt/dust contamination at the air inlet, near the air inlet on the top cover, on the blower motor casing and impellers to the external part of the device. The internal aspect of the device was inspected and mineral spots in blower box consistent with water ingress into the blower box slight black contamination was found at the blower seal of the blower box, and it is consistent with the keratin contamination observed in ER (B)(4). The device powered on and airflow was confirmed. The device's downloaded logs were reviewed by the manufacturer. There was no errors found. The manufacturer concludes that pil is unable to confirm the complaints of headaches and particles in tubing/chamber. Pil can confirm the presence of contamination in the airpath. Pil can confirm that there is evidence of water ingress into the blower box assembly. Risk tags (ER (B)(4) v20) associated with this mode of failure include: irrit02, infect01 the results of this investigation do not impact the calculated risks. Section h6 were updated in this report.